Event description:
Tip of anoscope broke during insertion. Two (2) pieces were retrieved by physician. Patient refused treatment for a third piece removal at emergency room (original setting not equipped for full rectal exam), stating that the patient had passed it.